Event description:
It was reported that during an unknown procedure, the clips didn´t close - fell from the vessel. No consequences for the patient. It is not known how the procedure was completed. The device will not be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.